Manufacturer narrative:
Original bsc aware date : 12jul2019.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left arm. A 8.0 x60, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the left arm. A 8.0 x60, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during inflation at 18 atmospheres, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient was fine.